Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported hyperglycemia with blood glucose (bg) over 400 mg/dl while using insulin pump therapy. She self-administered a manual insulin injection, disconnected from the pump, and resumed multiple daily injections per physician guidance. No hospitalization or long-term effects were reported.